Manufacturer narrative:
Following this incident the ems dept notified all of their other stations of the bag I issue and requested their inventory be inspected. From this inspection, 13 other the bag I resuscitators have been found with deformed o2 inlet ports. The customer has provided laerdal with photos but we have not yet received any affected product for eval. Laerdal has provided replacement the bag iis for all of the affected ones. The bag I disposable resuscitator was introduced in 2003 and obsoleted in june 2007 when the current the bag ii disposable resuscitator was introduced (MFR changed).

Event description:
On (B)(6), 2011, a (B)(6) male infant, who was not breathing and had no pulse, was responded to by ems. The oxygen tubing would not stay connected to an infant the bag I resuscitator's inlet port, so it was set aside and a child resuscitator was used to provide oxygen and resuscitate the infant. The infant was resuscitated and carried to the ambulance for transport. Pt outcome is unk.